Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician entered the right ventricle with the leadless pacemaker however, the patient would experience nonstop vt once the device would contact tissue. After numerous attempts in different parts of the right ventricle the physician decided that it was not safe to proceed with the procedure and did not implant. The patient was in stable condition.